Event description:
As reported by the user facility: event description: needle stick injury. Customer states "started IV in e.r. Without difficulty, nurse placed needle in packaging, upon cleaning up after IV was secured, needle stick injury occurred on the right finger, it was not noticed if the clip was at the tip of the needle when it was removed from the catheter." No patient injury.

Manufacturer narrative:
(B)(4). All available information was forwarded to the manufacturer, b. Braun (B)(4) and their investigation is ongoing at this time. A follow up report will be provided when the inspection results become available. Per the event description provided by the reporter, "nurse placed needle in packaging, upon cleaning up after IV was secured, needle stick injury occurred." It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container.